Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, advance the aortic dilation balloon until it is centered relative to the endoprosthesis. Follow the manufacturer's recommended method for size selection, preparation and use of aortic dilation balloons. Carefully inflate the balloon to avoid complications.

Event description:
On (B)(6), 2011, the patient underwent repair of an abdominal aortic aneurysm. After all devices were implanted, an angiogram revealed a proximal type I endoleak. A cook coda balloon was inadvertently placed beyond the end of the aortic extender component and inflated. Another angiogram revealed an aortic dissection from the proximal neck to the descending aorta. The physician will wait and watch. The patient tolerated the procedure. It was noted that the patient's aorta was fragile.